Event description:
Same case as MDR# 2134265-2012-04736 and MDR#2134265-2012-04735. It was reported that during a percutaneous coronary stenting treatment procedure a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 95% stenosed eccentric de novo non-bent 3.0 x 20mm target lesion was located in the moderately calcified and moderately tortuous proximal left anterior descending artery. The 2.0 x 20mm apex mr balloon catheter was advanced through a 7fr non-bsc guide catheter over a non-bsc guide wire. The balloon was inflated to 12atms for 30 seconds and ruptured. Then a 2.5 x 15mm non-bsc was advanced, but was unable to cross the lesion. Proceeded with a 2.5 x 12 quantum apex mr and inflated to 8atms for 8seconds and it ruptured. Then proceeded with a 2.75x12 nc quantum apex. And inflated to 12atms for 20seconds successfully. Exchanged the guide wire to another .014 non-bsc guide wire and advanced a 2.5 x 12mm quantum apex mr balloon catheter and inflated to 14atms for 25seconds in the proximal lad and it ruptured. Completed with a 2.5 x 12mm promus element plus and a 2.25 x 12mm promus element plus in the proximal and distal respectively, which was followed by post dilation at 20atms for 40 seconds with a 3.0 x 20mm nc quantum apex. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).